Event description:
Health professional reported pt "developed axillary, pericapsular, and supraclavicular masses. Diagnosed as cd30+ alk-alcl and synchronous hodgkin's lymphoma. Treated with bilateral implant removal, capsulectomies, chemotherapy with chop x 3 rounds, and radiation to the axilla. Follow up imaging with CT scan, no recurrence of disease. Remains healthy". Alcl affected breast reported as "unilateral -left". Health professional additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
There were no reported events of lymphoma/ alcl, for pts in the (B)(6) study, in the labeling for silicone implants. Device labeling addresses lumps: "pts should perform breast self-examinations monthly and be shown how to distinguish the implant from their breast tissue. The pt should not manipulate or squeeze the implant excessively. The pt should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the pt has any of these signs, she should be told to report them, and possibly have MRI eval to screen for rupture". Device labeling addresses capsular contracture: "pts should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision pts than in primary augmentation or reconstruction pts".

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported patient "developed axillary, pericapsular, and supraclavicular masses. Diagnosed as cd30+ alk- alcl and synchronous hodgkin's lymphoma. Treated with bilateral implant removal, capsulectomies, chemotherapy with chop x 3 rounds, and radiation to the axilla. Follow up imaging with CT scan, no recurrence of disease. Remains healthy." Alcl affected breast reported as "unilateral - left." Health professional additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported patient "developed axillary, pericapsular, and supraclavicular masses. Diagnosed as cd30+ alk- alcl and synchronous hodgkin¿s lymphoma. Treated with bilateral implant removal, capsulectomies, chemotherapy with chop x 3 rounds, and radiation to the axilla. Follow up imaging with CT scan, no recurrence of disease. Remains healthy." Alcl affected breast reported as "unilateral - left." Health professional additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).